Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to soft tissue damage after complaints of pain and instability. Medical records noted: chronic high-grade tearing and rupture of the right gluteus minimus muscle tendon unit with associated advanced muscular atrophy. Leg length discrepancy, synovitis and slightly elevated cobalt levels were also noted. The patient was converted to an mdm construct.